Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the sphincterotomy procedure , while in the patient's ampula, the clip was deployed however; the clip failed to release from the catheter. The case was completed with an injection needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.